Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which is indicative of a balloon leak. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was observed 7mm proximal of distal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/ 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.